Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient presented to surgery with l5-s1 grade 2 spondylolisthesis with resultant neural foraminal stenosis. The patient underwent a procedure for l5-s1 wide decompression; l5-s1 anterior/posterior column arthrodesis done through a single posterior incision; l5-s1 pedicle screw instrumentation; insertion of interbody cage l5-s1; open direct reduction l5-s1 grade 2 sponydlolisthesis; use of allograft bone and rhbmp-2. (B)(6)-2010: the patient underwent a right si joint injection. (B)(6)-2010: the patient presented for office visit. Impression: sacroiliitis, in good control. (B)(6)-2011: the patient underwent a right sacroiliac joint injection. No patient complications were noted. (B)(6)-2011: the patient underwent a right sacroiliac joint injection. No patient complications were noted. (B)(6)-2011: the patient underwent a right sacroiliac joint injection. No complications were noted. (B)(6)-2011: the patient presented with hip pain. (B)(6)-2011: the patient presented with right leg pain which extends further down the leg than it did before. Impression: sacroiliitis; status post lumbar fusion; likely ongoing lumbar radiculopathy. (B)(6)-2011: the patient presented with right hip pain. (B)(6)-2011: the patient underwent an emg. Impression: no evidence of right lumbosacral radiculopathy or peripheral neuropathy. Overall impression of office visit: status post l5-s1 fusion with improving low back and right leg pain. (B)(6)-2011: the patient presented with right hip pain. (B)(6)-2011: the patient presented with some lumbosacral pain. Impression: sacroiliitis; status post lumbar fusion. (B)(6)-2011: the patient underwent left ankle surgery. (B)(6)-2011: the patient presented with right lumbosacral pain, but wants to hold off on an injection for the time being. Impression: sacroillitis; status post lumbar fusion; status post left ankle surgery. (B)(6)-2012: the patient underwent a bone density exam. Findings: osteoporosis.